Event description:
It was reported that this right ventricular (rv) lead pacing impedances had gradually increased from 487 ohms to 1716 ohms. It was noted that all other lead measurements were stable. Boston scientific technical services (ts) discussed this could be the start of a fracture or there could be body materials around the coil. Ts recommended continuing to monitor. Subsequently, a revision procedure was performed. The rv lead was explanted and replaced. No additional adverse patient effects were reported.